Event description:
The customer reported that there was a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported. A philips remote service engineer (rse) spoke to the customer and confirmed that ¿speaker was defective". The rse determined that the loudspeaker assembly needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. A good faith effort (gfe) conducted confirmed that the device was not producing sound. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.